Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, upon connecting the lead to the new device a loss of left ventricular output was noted. Several lead impedance measurements showed high impedance despite the lead being disconnected and reconnected to rule out insufficient connection in the header. The device was then programmed to vvi followed by normal impedance values and capture on the left ventricular lead. The issue could not be reproduced by programming ddd again and the implant was then completed successfully. The device exhibited normal behavior the following day. The patients condition was unaffected.